Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the deep dents could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the distal end cover. A root cause of the chipped glue could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited deep dents on the distal end and tiny chip on the glue of the pink probe. There was no patient involvement.